Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system did not start up as designed. The representative reported that the system was restarted without resolution. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that once the imaging system could start up, the patient's dose report could not be produced until it was generated within the patient data. It was reported that the power lever on the imaging system was switched between the on and off positions without resolution.